Event description:
It was reported that the patient presented to the hospital for a scheduled generator replacement procedure. During the procedure, it was noted that the set screw of the pulse generator had stripped and failed to be removed resulted in the right ventricular (rv) lead failed to be disconnected from the header after multiple attempts. The lead was capped and replaced on (B)(6) 2024. The new rv lead was connected to the new pulse generator. The patient was stable throughout the procedure.